Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, a minimum fill notification occurred. Reportedly, the customer does not recall the amount of insulin that the cartridge was filled with. Reportedly, a new cartridge was loaded successfully. Customer's blood glucose level was 375 mg/dl.